Event description:
It was reported that noise, and high v-vi intervals were noted. Fracture was suspected. Defib therapies were programmed off and the patient was fitted with a life vest until the lead was capped and replaced one week later. The patient tolerated the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.